Event description:
The customer contacted stryker to report that their device did not provide voice prompts as expected. This can lead to a use error resulting in a failure to deliver defibrillation. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the device and was able to confirm the reported issue through review of the electronic records. The battery was replaced and after observing proper device operation through functional and performance testing, the device was returned to the customer for use. Due to character limitations section e1, initial reporter phone, was left blank. The initial reporter¿s phone number is (B)(6).